Event description:
It was reported a surgical procedure was scheduled with the intent of replacing the pt's ipg (australia). A diagnostic test conducted prior to the operation found impedance issues for the pt's lead. A fracture of the lead near the anchor site was confirmed during intraoperative testing. As such, the lead was replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.